Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failures could not be duplicated. Checked system calibration and connectors. Cleaned fans and filters. Unable to duplicate dark monitors and system calibrating as intended. The system was placed back into service.

Event description:
It was reported that the accuracy of the etrak 2500l was off by 4mm according to the doctor. It was also reported that the system monitors went dark and required reboot. There was no report of patient injury.